Event description:
Orthodontist reported that multi-cure glass ionomer orthodontic band cement was used to bond a herbst appliance, and that when the herbst appliance was debonded, a lingual cusp fractured. Pt's dentist advised on 01-28-1998 that the tooth required a crown.